Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged one day post implant. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.